Event description:
It was reported that a spectrum infusion pump's door would not latch. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported "door will not latch". The device was operating out of specification. Evaluation found unit does recognize a closed door however found the force required to secure the door above expected levels, causing the reported symptom. Evaluation found this was caused by cracked threaded insert bosses and raised threaded inserts causing separation between front case and mechanism assembly. Evaluation also found loose hardware that secures the mechanism assembly into the front case which has been a known contributor of reported symptom in past repairs. The front case assembly was replaced to correct this condition.